Event description:
On (B)(6) 2012, the patient's mother contacted animas to report an elevated blood glucose (bg) excursion. The patient's mother claimed, the patient had a high bg of 380 mg/dl with moderate ketones and irritability. The patient was given an injection and water in response to the high bg. At the time of the call, the patient's mother stated, the patient's bg was 338 mg/dl and the patient was sleeping. The reporter confirmed the patient had still tested positive for moderate ketones. At the time of the call, the reporter informed customer support that the patient had stayed with her father overnight and arrived home that morning at 7:30am. At that time, the reporter learned that the pump was not delivering due to an empty cartridge. Review of pump alarm history confirmed an empty cartridge alarm on (B)(6) 2012 at 2:08am. Prior to the empty cartridge alarm, the pump gave a low cartridge warning on (B)(6) 2012 at 7:41pm. At the time of troubleshooting, the patient's mother confirmed both audible tone and vibration functions were working. The reporter claimed there was no known power loss to the pump. The patient's mother informed customer support that she is not speaking with the patient's father and therefore, unable to clarify with the patient's father if he was aware of low and empty cartridge warnings. This complaint is being reported because, the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy. The patient's alleged hyperglycemia can be attributed to use error since the subject pump alerted the patient of the insulin delivery interruption; however, the patient failed to acknowledge the alarm till a later time.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): testing found a mechanical assembly fault. The pump was removed from case, and the motor drive assembly was removed from pump. The piston was stuck on lead screw and unable to remove piston from lead screw. Multiple call service alarms were recorded in the black box. Unable to rewind, complete the 24 hour test, complete force sensor test, or complete the 29 hour flow test due to alarm received during load step.